Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat lower back pain. The implantable pulse generator (ipg) was placed in the lower back area. After activating the system, the patient reported receiving good pain relief, however there were issues with communication between the ipg and the external therapy discs which caused disruptions to the therapy. Evaluation of the system found that the ipg had migrated within the pocket so that it was no longer sitting parallel to the skin surface, causing the intermittent communication issues. A surgical procedure was performed on (B)(6) 2025 to reposition the ipg. Intra-op testing was performed as well as imaging and the system was functioning as expected after repositioning. See MDR 3015425075-2025-00184, incident (B)(4). On (B)(6) 2025 the firm became aware that the patient was again experiencing challenges with connectivity between the ipg and the therapy discs. On (B)(6) 2025 an additional surgical procedure was performed. An incision was made over the head of the ipg and sutures were placed strategically around the ipg to provide added stability, maintain the intended position of the device, and mitigate any further issues with the ipg migrating within the pocket.

Manufacturer narrative:
There is no indication of any system or component failure or malfunction and all originally implanted components remain implanted and in use after being repositioned on (B)(6) 2025 and then sutured on (B)(6) 2025. There appears to possibly an error when initially implanting the system. The connector legs of the ipg were found to be twisted and placing pressure on the ipg, likely causing the ipg to rotate. At the initial implant and subsequent repositioning, it appears that the device was placed as desired during implant, but no sutures were used around the location of the ipg. Size of the pocket and implanting technique were not shared with the firm for further investigation and analysis as to reason for the ipg migration.